Event description:
It was reported that the pt was burned by a shaver blade. It was further reported that the pt and hospital are in communication regarding the event.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.